Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm. The customer's blood glucose was 158 mg/dl at the time of incident. Customer decline to troubleshoot. The customer reported that the no delivery alarm was not resolved by changing infusion set. The infusion set will be returned for analysis.